Event description:
On the 26th day of mechanical ventilation the pt's ett became kinked in the oral pharynx, causing occlusion of the airway. The pt's ett was removed and pt was immediately reintubated. Ett size 7.0.